Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 22sep2024 through 04oct2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was asleep at the time of the arrhythmia. They were lying in bed at the time of the arrhythmias. There was one episode of ventricular tachycardia (vt) at 200 bpm. Anti-tachycardia pacing was delivered three times by the patient's implantable cardioverter defibrillator (ICD) and the arrhythmia accelerated into ventricular fibrillation. Three shocks of 40j reverted the arrhythmia. The patient had a history of vt prior to left ventricular assist device (lvad) and was on oral amiodarone. The arrhythmia in this event was not thought to be device or therapy related. The patient's ICD was implanted prior to the lvad. The patient's amiodarone dose increased and they were started on mexiletine.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had three defibrillator shocks and was admitted to the hospital. Log files did not contain any unusual events.